Manufacturer narrative:
Revision occurred after 8 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 8 weeks after the prior revision surgery, which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2024. No fall or other trauma reported. 36/14 120 mm system stem, 36 mm eccentric glenosphere, 36 mm + 6 humeral stability cup, and 9 mm spacer explanted. These parts were replaced with a 36/12 180 mm stem, 40 mm eccentric glenosphere, and 40 mm + 6 humeral stability cup with taper.